Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring prolonged hospitalization. There were two steam pops during the case and during the last ablation a sharp 5-ohm increase was displayed and a steam pop was heard. The patient became hypotensive and with use of ultrasound, a pericardial effusion was noted. The effusion was stable and no pericardiocentesis or surgery was needed at that time. The carto 3 system was working within specifications and no errors occurred. Additional information was later received indicating the physician¿s opinion on the cause of this adverse event is bwi product malfunction. Unknown medications were administered, and the patient required extended hospitalization. The patient outcome was reported as improved. The patient¿s exact blood pressure is unknown as the bwi representative could not see the monitor, but the physician does not become concerned until there is a 20% drop or more in the blood pressure and the doctor was concerned. The patient did not end up needing intervention but did require an additional night stay. Based on the information available, this event is considered a cardiac tamponade since the hypotension was significant and the patient required an additional night in the hospital.

Manufacturer narrative:
It was reported that a 79-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring prolonged hospitalization. There were two steam pops during the case and during the last ablation a sharp 5-ohm increase was displayed and a steam pop was heard. The patient became hypotensive and with use of ultrasound, a pericardial effusion was noted. The effusion was stable and no pericardiocentesis or surgery was needed at that time. Unknown medications were administered, and the patient required extended hospitalization. The patient outcome was reported as improved. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of it. Visual analysis of the returned device revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. No malfunction was observed during the product analysis. The instructions for use (IFU) have the following recommendations: -careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. - it is important to carefully follow the power titration procedure as specified in the instructions for use. Too rapid an increase in power during ablation may lead to perforation caused by steam pop. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11-mar-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).